Event description:
It was reported that during a laparoscopic sigmoid colon resection procedure, after inserting the device and attempting to insert the first instrument through the abdominal wall, the device completely unraveled. It was in two separate pieces. It had not been touched by anything other than the surgeon's hand. The case was completed with a competitor's device. There was no consequence to the pt.